Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th, 6th and 7th distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used during a procedure to treat a severely tortuous and calcified lesion in the left anterior descending artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. It was reported that the stent could not cross the heavily calcified tortuous lesion and after the stent was removed it was noted to be deformed and unusable. There is no patient injury reported.